Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 27-feb-2023, it was reported that the patient felt sick/unwell, had confusion, felt like vomiting, and faced a bent cannula when he removed the infusion set from his body early morning on friday at 06:30 am. Therefore, on (B)(6) 2023 (same day), at 1900 hours, the patient was hospitalized due to diabetic ketoacidosis with blood glucose level of 438 mg/dl. Moreover, the patient tested positive for ketone level. The site location was patient's thigh/leg and the infusion set had been used for two and a half days prior to the event. During hospitalization, the patient received insulin drip intravenously as corrective treatment. At the time of this report, the patient already spent three days in the hospital and was still admitted. Currently, his blood glucose level was 232 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.